Event description:
The customer's father reported via phone call that the customer had a blood glucose level of 340 mg/dl the night before the call. The customer's father stated that the customer took a correction bolus, but her blood glucose level did not go down. Customer's father stated that the device was not delivering insulin, but it failed to alarm no delivery. Customer's father reported that the customer woke up feeling sick due to high blood glucose levels, so he took her to the emergency room. Blood glucose level at the time of the emergency room visit was not provided. The customer's father was not able to troubleshoot at the time of the call and stated that the no delivery alarms occurred with four different sets. The customer's father will return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Information act.